Event description:
Implant fracture.

Manufacturer narrative:
4 implants fractured. This claim is connected to claim (B)(4). Implants regio 12,11,21,22 fractured. Construction was a removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implants.

Event description:
Implant fracture.